Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire third party service technician was able to verify the customer's reported issue. The device had weak pressure and failed the servo and tidal volume tests. The service technician cleaned the flow valve and recalibrated the flow differential which resolved the reported issue. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the model lap top ventilator 1150 has a leak in pressure and seemed to not be ventilating while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.